Event description:
Information received from the field does not address the patient's clinical status. The device was programmed off due to heart valve surgery. Three months later, the device was turned back on and it exhibited microprocessor reset.